Manufacturer narrative:
(B)(4).

Event description:
Physician was attempting to use one resolute onyx drug-eluting stent in a calcified lesion in the rca but there was strut distortions which were due to procedure (calcified lesion ). Please note that this device (resolute onyx) is not marketed in the united states; however it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.